Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient¿s right atrial lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
Further information was requested but not received.